Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin squirted out during the manual prime and the insulin pump alarmed for a compromised force sensor system. The customer was unable to exit the "preparing to prime" loop. The insulin pump had not been dropped or bumped and the drive support cap was normal and recessed. The customer did not press the cap while connected. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.